Event description:
Premature infant with gastroschisis was receiving replacement of gastric contents via syringe pump. The pump was set to administer fourteen ml over twelve hours. The pump alarmed twenty to twenty-five minutes later and thirteen ml had been administered. There was no injury to the patient that we know of.